Event description:
It was reported that the patient presented remotely via merlin.net experiencing dizziness. Upon review, it was noted that the right ventricular (rv) exhibited noise and the right atrial (ra) lead exhibited episodes of over-sensed noise which resulted in inappropriate automatic mode switch (ams). No intervention was reported. The patient was in stable condition.